Event description:
It was reported that an adverse event occurred. The wearable was inserted on (B)(6)2025. The date of the event is an approximation. On (B)(6)2025, the patient¿s blood glucose (bg) level was recorded at 500 mg/dl. However, no readings were available on the dexcom app. The patient reported seeing a ¿disconnected¿ message on her mobile device screen during the sensor¿s grace period, which she clarified was not a signal loss issue. On the day of the call on (B)(6)2025, the patient was taken to the emergency room due to elevated bg levels. At the ER, ketones were detected, and she was treated with intravenous (IV) medication. During the follow-up report, the patient stated she was feeling well. Although attempts to follow up with the patient and reporter for additional event details were made, contact was unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.